Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. After pre-dilatation of the lesion, a 2.75 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during deployment, the physician felt the pressure of the indeflator was elevating slower than usual. The pressure elevated to 10 atmospheres but then dropped, and the physician judged the balloon ruptured. The physician continued adding pressure and the stent was successfully implanted. The device was completely removed from the patient's body and the procedure was completed with no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.25 x 38mm stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon wings were relaxed and open and were subjected to positive pressure. The balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The inflation device was verified at 18 atmospheres (atm) before and after use with a calibrated pressure gauge. The maximum stent profile was measured and is within specified max crimped stent profile limit. A visual and tactile examination found several hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several inner/outer extrusion kinks. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. After pre-dilatation of the lesion, a 2.75 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, the physician felt the pressure of the indeflator was elevating slower than usual. The pressure elevated to 10 atmospheres but then dropped, and the physician judged the balloon ruptured. The physician continued adding pressure and the stent was successfully implanted. The device was completely removed from the patient's body and the procedure was completed with no patient complications reported and the patient's status was good.